Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. The patient's blood glucose level was elevated to "29-30 mmol/l." The patient inspected the cannula and noticed the soft cannula was missing. The patient doesn't believe the cannula was left in her body, but she believes there was no soft cannula in the first place. No adverse event was reported. The lot number for the infusion set was not provided. The infusion set was requested to be returned for product evaluation.